Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. The system logfiles were analyzed and found the malfunction with the flexvision pc. The troubleshooting performed by the onsite philips field service engineer (fse) confirmed that the software cannot be loaded (software crash) into the flexvision pc. The fse resolved the issue by reinstalling software in the flexvision pc and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision computer could not be started. No harm was reported to philips. Philips has started an investigation of this complaint.